Event description:
On 11th may, 2022 getinge became aware of an issue with one of surgical lights - hled. The monitor support handle detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights hled. The monitor support handle detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Getinge technician is currently awaiting for the spare parts to be supplied to perform the repair. Based on the information collected, it was established that when the event occurred, surgical lights did not meet their specification due circlip detached from monitor handle which could be considered as technical deficiency, and in this way device contributed to event. Provided information do not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s site, the sterizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in maquet sas production line since (B)(6) 2017. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Device not returned to manufacturer.